Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states he has to replace the whole back assembly cane due to the hinges snapped off.